Event description:
This is being reported as an adverse event under the FDA medwatch regulations. It was reported to nova biomedical that a consumer experienced a hypoglycemic event which did not require any medical intervention. According to the consumer, she received a 90 mg/dl result on her blood glucose meter and then she passed out. The consumer reported she woke up and had a chocolate bar in her hand. The consumer says she doesn't remember the time nor date of this event. The consumer was able to report that she ate some glucose tablets to raise her blood glucose level. During the call to customer support, it was revealed that the consumer used a competitor's control solution to determine the integrity and accuracy of her test strips. The consumer was educated on these directions for use at the time of call. The meter will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.